Event description:
The advocate stated that the customer tested his glucose using a borrowed meter and received a reading of 234 mg/dl. He retested using his breeze meter and received a reading of 69 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.